Event description:
Note: this report pertains to one of six devices used during the same procedure. MFR reports 3005099803-2009-05544, 3005099803-2009-05545, 3005099803-2009-05547, 3005099803-2009-05548 and 3005099803-2009-05550 address the other devices. It was reported to boston scientific corp that a rf 3000 radiofrequency generator, a leveen needle electrode and four polyhesive pt return electrodes were used during a rfa (radiofrequency ablation) procedure performed in 2009 (a female pt). The ablation procedure was successful. However, after removing the grounding pads, burns were identified under two of the four pads. Both a 2nd and 3rd degree burn were present. The burns were treated with protection cream (biafine) and betadine, and bandages. The pt was hospitalized until the following month for treatment of the burns. The pt's current condition was reported as fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device MFR dates are unk. The complainant indicated that the device was discarded and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed.